Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 549 mg/dl at the time of incident. Customer other relevant blood glucose level was 300 mg/dl, 680 mg/dl. Customer was treated with insulin pump and then blood glucose was over 250 mg/dl. Customer declined to trouble shoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test.